Event description:
Routine operation carried out to debride a rotator cuff tear and decompress bone. Bonecutter electroblade worked normally in the joint. Procedure completed uneventfully but at the end on removal of the shaver from the skin there was a superficial linear burn where the insulated part of the shaver had been in contact with the skin. Due to the hardness of the bone increased force was required during the procedure. The burn to the pt's arm was approx 4cm in length.

Manufacturer narrative:
Device is not being returned for eval. (B)(4).